Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leak at the tubeing site on (B)(6) 2024. The infusion set was in use for 1 day. No further information.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.